Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 3 years and 9 months post implant of a 29mm sapien 3 valve in the tricuspid position, the valve is stenotic. A 26mm sapien 3 valve was implanted into the failing valve without difficulty. The patient was then transferred to recovery.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per medical record, approximately 3 years and 9 months post-implantation, the patient developed severe stenosis of the bioprosthetic tricuspid valve. Pre-intervention imaging revealed a narrowed 29mm sapien 3 valve with a waist measuring 22-24mm. Intracardiac echocardiography demonstrated thickened, immobile tricuspid leaflets with a reduced effective orifice area. Angiography confirmed a narrow jet across the tricuspid annulus with gradients of 8-12 mmhg (area curve and ra a-wave to rvedp, respectively). Due to leaflet immobility and stenosis, valve-in-valve-in-valve replacement was performed with successful implantation of a 26mm sapien 3 valve within the existing 29mm sapien 3 valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation and medical record received. The following sections of this report have been updated: additional information added to b5, additional information added to b7, additional code added to h6 component code, corrected h6 health effect - clinical code, additional codes added to h6 device code(s), additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. It should be noted that the thv was implanted in the tricuspid position. It should be noted that the thv was implanted in pre-existing surgical valve at tricuspid position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve and surgical bioprosthetic aortic or surgical bioprosthetic mitral valve, or native mitral valve with an annuloplasty ring. Therefore, it was an off-label operation at tricuspid position. The IFU is for tf (transfemoral) procedure in the native aortic/mitral position, and it was reviewed for relevant guidance for an s3/s3u implant using a commander delivery system. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The observed valve leaflet thickening, leaflet motion restriction, and stenosis were confirmed based on the provided medical records. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time leaflet motion restriction which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, thickened leaflets were reported. Thickened leaflet/halt may interfere with the functionality of the device by restricting leaflet motion and leading to abnormal coaptation. As such, available information suggests patient factors (thickened leaflets) may have contributed to the complaint event. However, a definitive root cause is unable to be determined, and it is possible that other, unreported patient factors may have also caused or contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, a thickened leaflet/halt was reported and noted in the medical record. Thickened leaflet/halt may reduce the eoa (effective orifice area) of valve, and abnormal coaptation with narrow opening, leading to stenosis as reported. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. However, a definitive root cause is unable to be determined, and it is possible that other, unreported patient factors may have also caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.